Event description:
Neonatal transducer would not prime. The transducer was replaced, slow to prime. Rn had to hold yellow squeeze flush and pull with syringe to prime. After connection to infant, transducer wouldn't pickup waveform.